Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas, including death. A specific cause for the patient outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. Due to privacy laws, the managing hospital did not communicate patient outcome. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Based on a review of the patient's available records and a request for the patient's outcome, there were no device issues noted.